Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion surgery followed by posterior fusion using percutaneous pedicle screws for lumbar spondylolisthesis with refractory low back pain and pain in both legs. Intra-op,when placing the self-retaining retractor onto the l4¿5 intervertebral disc, a thread pin, which fixates the retractor through a small hole, went deep into the anterior space of the spinal column. Postoperative plain radiography showed adequate stability with recovered disc height the patient experienced abdominal pain 2 days after surgery. Delayed contrast-enhanced computed tomography and retrograde urography revealed leakage of contrasted urine from the ureter into the retroperitoneal space, indicating a ureteral injury. Immediate percutaneous nephrostomy was performed to recover her condition, followed by additional ureteral stenting. She is now free from preoperative symptoms but requires periodic changing of the ureteral stent, with no urinary symptoms.